Manufacturer narrative:
H.6. Investigation summary: two photos were received showing 3ml syringes reported to be from batch # 7093907 (p/n # 305924). The photos were evaluated. The photos show one loose syringe with an insecure stopper ¿ the stopper was not fully attached to the plunger rod tip. The insecure stopper observed is rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. In addition, the potential root cause for the insecure stopper defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Investigation conclusion: potential root cause for the insecure stopper defect is associated with the assembly process.

Event description:
It was reported with the use of a bd safetyglide¿ shielding hypodermic the needle was found leaking as "during injection of vaccine, the majority of the vaccine passed the seal of the plunger and backed to the barrel of the syringe. The client did not receive a full dose and they were required to inject the child a second time to administer a complete full dose. Upon closer inspection of the syringe, it was noted that the plunger was misshaped on one side." There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of a bd safetyglide¿ shielding hypodermic the needle was found leaking as "during injection of vaccine, the majority of the vaccine passed the seal of the plunger and backed to the barrel of the syringe. The client did not receive a full dose and they were required to inject the child a second time to administer a complete full dose. Upon closer inspection of the syringe, it was noted that the plunger was misshaped on one side." There was no report of exposure, injury, or medical intervention.